Manufacturer narrative:
(B)(6).

Event description:
It was reported that the controller displayed an e-8 error during use. The surgeon opted to complete the procedure using a competitive device. No significant delay, patient injury or other complications were reported.

Manufacturer narrative:
The complaint was verified upon evaluation of the returned device. The subject controller exhibited an e8 error and alarmed continuously when powered on. No cosmetic or physical anomaly was observed on the subject controller during a visual inspection. Functional evaluation revealed there is no voltage output to a known good wand due to the failure of an electrical component on the wand detection circuit inside the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.